Event description:
I purchased a package of "sterile" target store branded bandages. A few of the bandages themselves, which were supposedly sealed and sterile, had small spots of mold. All of the bandages smelled of mold.